Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue implant procedure on (B)(6) 2023. Fiducial markers were placed transperineally prior to injection. The procedure was performed under monitoring anesthesia care (mac). During the procedure visibility was difficult. Post procedure, on a later date, imaging was performed that suggested part of the hydrogel entered in the denon villiers fascia. The patient was reported as not symptomatic. There was not information related the scheduled patient's external beam radiations therapy (ebrt) at the time of this report.